Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient is 600 mg/dl. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with insulin pump and manual injection. Customer does not allege pump was under delivering. The customer also state that drive support cap appears normal. The customer also state that there was no leak and air bubble in the tubing and reservoir. Customer reports insulin exited at the quick release. Troubleshooting was performed. The insulin pump will not be returned for analysis.